Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. No moisture damage was noted on the electronic assembly.

Event description:
Customer reported that he was at the beach pool and there was a lot of moisture in the air and now he can see the water on the window of the insulin pump. Customer stated that the device was not exposed to any water. Customer stated he can view the screen but with the amount of moisture in the pump seems like it might stop functioning soon. Blood glucose value is unknown. Nothing further reported.